Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid was failed to open while trying to issue medication. A technical support specialist connected to the unit, closed the cubex application, and rebooted the machine, then instructed the user to try again while adjusting the top lid and selecting retry, but the issue persisted, next had the customer tap underneath the drawer/cubie area and select retry, with no change, attempted to open the lid using the tester application, both with and without the unconditional option, but was unsuccessful, released the pocket and instructed to reinsert it, then made additional attempts to open the lid without success, ultimately released the cubie and advised the customer to contact specialty rx pharmacy for the next steps according to their policy, which included either breaking open the cubie or returning it. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 cubie lid was failed to open while trying to issue medication. However, there were no delays or adverse events or injuries reported based on this event.